Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which is part of the mid-life display of replacement indicators product update classified as a product advisory initially communicated on (B)(6) 2007, reached elective replacement indicator (eri) with a charge time measurement of 19.2 seconds and a monitoring voltage measurement of 2.59 volts. The local area sales representative inquired with the technical services consultant regarding the difference between the monitoring voltage and the charging voltage of this device. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, this device remains actively implanted. If any further information becomes available, this report will be re-opened and updated. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.